Event description:
A surgeon reported having a pt whose intraocular lens (iol) has developed surface light scattering nine yrs following implantation. The pt had reported blurred vision and vision loss. A yag was performed but symptoms did not improve. Additional info has been requested.

Manufacturer narrative:
Product eval: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Photo eval: it appears that pco is present with haze or slight chance of surface scatter. Most photos not clear in detail. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Photo eval is inconclusive due to the quality. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info has been requested. (B)(4).